Event description:
Pt who was a newborn infant was placed in a ge panda infant warmer at birth. Equipment was set on the probe. Staff and infant's father noticed a lot of smoke coming out of the back of the warmer and a smoke alarm in the room was triggered. Baby was removed from the equipment, and mother and baby moved to a different room. Baby was placed in another warmer. The malfunctioning equipment, and mother and baby moved to a different room. Baby was placed in another warmer. The malfunctioning equipment was removed from service and sequestered. This was a fairly new piece of equipment -1 of 8 purchased at the same time.